Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist found class 2 malocclusion with maxillary laterals lingually inclined and crowding in the maxillary and mandibular arch. The tmj (temporomandibular joint) has had intermittent clicking with some tenderness and considered to be a borderline presurgical case that requires close supervision. Dentist recommends discontinuing treatment aligners and has referred the patient to an orthodontist.